Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced motor pinion coupling for error code 242.4030. As found 9.17 sw as left ver 9.17. Replaced rear case, latch and ail. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/08/2008 to the present date 01/20/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to unit has channel error 242.4030 due to the pinion coupling, 8100. During servicing we identified a motor stall which constitutes a reportable malfunction. There was no patient involvement. The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. Internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. Replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. . There are CAPA #¿s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2013-0509 for lvp motor stall. CAPA #: ca-2014-0284 for lvp air in line.

Event description:
The customer reported the unit has channel error 242.4030. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the unit has channel error 242.4030. No patient involvement.

Event description:
The customer reported the unit has channel error 242.4030. No patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 10/08/2008 to the present date 01/20/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.